Event description:
Patient was on a gurney awaiting a hida (hydroxy iminodiacetic acid) scan. The gurney was on the acquisition position when the technologist was walking toward the patient and saw the camera was moving in a counter clockwise motion. The technologist felt the camera which was rapidly moving was going to make contact with the bedrails of the gurney. The technologist stuck both hands under the camera head to engage the sensors to stop the motion but the camera continued to rotate quickly. The emergency stop button was pushed by a second technologist, but the camera was found on the patient's lower legs, right above both ankles, trapping patient between the camera and gurney. Patient sustained crushing injury to bilateral legs x-rays of the right ankle revealed a nondisplaced fracture of the medial malleolus. The left lower extremity reveals comminuted fractures about the distal tibia and fibula. Then the camera was restarted and backed off from patient.